Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2021, 3083 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-mar-2023: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2021, 3083 days after essure insertion, she underwent a surgical medical device removal (seriousness criteria medically important and intervention required). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted (lot no. 50705834) for female sterilisation. The patient had a medical history of anemia, acne, endometriosis, cesarean section, pelvic pain, abdominal pain lower, parity 1 and multi gravida. The patient had a family history of diabetes mellitus and hypertension. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3584 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic total laparoscopic hysterectomy, bilateral salpingectomy,). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted: removal date as per argus (B)(6) 2021. As per mr: (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: bilateral fallopian tube occlusion [pathology test] on (B)(6) 2021: gross description: uterus, cervix, bilateral fallopian tubes. The right fallopian tube measures 5.0 cm in length x 0.6 cm in diameter. The left fallopian tube measures 5.5. Cm in length x 0.6 cm in diameter. The cervix measures 2.0 cm in diameter x 2.0 cm in length, and virtually no mucosa is identified. The uterine serosa is smooth and pink/tan. The myometrium measures up to 2.1 cm in thickness and possess no masses or nodules. The endometrium measures up to 0.4 cm in thickness and is slightly hemorrhagic. It is of note that there is a coiled wire essure device present in both fallopian tubes. Specimen: uterus, cervix, bilateral fallopian tubes; on (B)(6) 2022: gross description: the external surface of this portion of this specimen is gray/white and smooth with faint nodularity. The two additional portions of specimen present are small fragments of membranous tissue, one measuring 2.0 cm and the other measuring 2.5 cm in greatest dimension. Both have the appearance of thin translucent cyst wall. Final diagnosis ovary, left, oophorectomy - benign ovary containing multiple follicle and small serous cysts - separately submitted fragments of a large follicle cyst - negative for atypia or malignancy [pregnancy test] on (B)(6) 2013: negative. The most recent follow-up information incorporated above includes data received on: 25-oct-2023: mr received : reporters information patient medical history and surgical pathology reports were added. Product removal date and rcc updated,. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted (lot no. 50705834) for female sterilisation. The patient had a medical history of anemia, acne, endometriosis, cesarean section, pelvic pain, abdominal pain lower, parity 1 and multi gravida. The patient had a family history of diabetes mellitus and hypertension. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3584 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic total laparoscopic hysterectomy, bilateral salpingectomy,). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted: removal date as per argus (B)(6) 2021. As per mr: (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: bilateral fallopian tube occlusion [pathology test] on (B)(6) 2021: gross description: uterus, cervix, bilateral fallopian tubes. The right fallopian tube measures 5.0 cm in length x 0.6 cm in diameter. The left fallopian tube measures 5.5. Cm in length x 0.6 cm in diameter. The cervix measures 2.0 cm in diameter x 2.0 cm in length, and virtually no mucosa is identified. The uterine serosa is smooth and pink/tan. The myometrium measures up to 2.1 cm in thickness and possess no masses or nodules. The endometrium measures up to 0.4 cm in thickness and is slightly hemorrhagic. It is of note that there is a coiled wire essure device present in both fallopian tubes. Specimen: uterus, cervix, bilateral fallopian tubes; on (B)(6) 2022: gross description: the external surface of this portion of this specimen is gray/white and smooth with faint nodularity. The two additional portions of specimen present are small fragments of membranous tissue, one measuring 2.0 cm and the other measuring 2.5 cm in greatest dimension. Both have the appearance of thin translucent cyst wall. Final diagnosis ovary, left, oophorectomy - benign ovary containing multiple follicle and small serous cysts - separately submitted fragments of a large follicle cyst - negative for atypia or malignancy [pregnancy test] on (B)(6) 2013: negative. Lot number: 50705834, manufacture date: 2012-12, expiration date: 2015-12-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 23-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.